Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. It was unable to verify low reservoir alarm due to unresponsive buttons. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she was trying to clear a low reservoir alert but the esc button on the insulin pump was not responding. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 84 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.